Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. A replacement procedure was not planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. Interrogation of the device found it had reverted to storage mode. Additionally, a message was observed indicating a charge time out occurred. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.